Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a post market clinical study regarding a patient receiving morphine (6.0 mg/ml) at 2.4998 mg/day, compounded baclofen (800.0 mcg/ml) at 333.31 mcg/day, bupivacaine (30.0 mg/ml) at 12.499 mg/day, and clonidine (200.0 mcg/ml) at 83.33 mcg/day in simple continuous mode via an implantable pump for non-malignant pain. The patient¿s pump and catheter were replaced on (B)(6) 2016 (see manufacturer¿s report 3004209178-2016-09490), at which time the dose was decreased greater than 50% to morphine 2 mg/day. On (B)(6) 2016 a 22% dose increase was programmed to morphine 2.5 mg/day. The patient was also prescribed oral hydromorphone. A nurse reported that the patient presented to the ed (emergency department) unresponsive on (B)(6) 2016. Narcan medication was administered that day and therapy was suspended by placing a magnet over the pump. The patient became more alert following the dose of narcan. The clinical diagnosis was possible opioid overdose. The event was possibly related to the device or therapy, not related to the implant procedure, and possibly related to the drug morphine. The drug action that caused the event was a dose increase. On (B)(6) 2016 therapy was resumed by removing the magnet and the event resolved without sequelae.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. There was not an in-patient hospitalization for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.